Event description:
Rptr complained of myalgia of chest, back, and neck rediating into right arm, muscle aches, pains and weakness, joint pain and swelling, stiffness, headaches, dry eyes mouth and vagina, vomiting, difficulty swallowing, shortness of breath, severe depression, anxiety attacks, insomnia, sensitivity to heat, light and cold, forgetting things, can't remember where she is going or what she is supposed to be doing. She is easily distracted and shakes and stutters when under stress. She has agoraphobic tendencies, is too weak to work, shop, or go anywhere. She has degenerative arthritis in her back, hands, and wrists. She has a difficult time getting the right doses and the right medications (prozac, klonopin, amitriptyline, provera, premarin).